Event description:
It was reported that the patient experienced withdrawal symptoms (no specific symptoms were reported). A catheter dye study was done which revealed that the catheter was patent. A rotor study was then performed which revealed that there was a motor stall. The patient's pump and catheter were replaced. The patient outcome was not reported. Add'l information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l information is received.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not completed as of the date of this report. A follow-up report will be sent when the analysis is completed.